Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic surgery distal pancreatectomy, on pancreatic resection, when firing the product as usual, the firing stopped halfway and the jaws locked on tissue. "Please connect the adapter" was found to be indicated on the display, and it stopped moving. The cartridge would not separate from the tissue, it took approximately 30 minutes for the cartridge to separate from the tissue using the manual adapter tool and the knife was returned to the initial position to resolve the issue. There was no patient injury. After the surgery was completed, the sales representative collected the handle and tried performing firing again, however, when the user pressed the green button, the handle restarted up, and the event that "please connect the adapter" indication occurred again. Even the shell and adapter were exchanged, the same event occurred, because the event was observed every time the handle restarted up suddenly.